Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's implantable neurostimulator (ins) reached elective replacement indicator (eri) as a low battery message was displayed on the patient programmer in (B)(6) 2016. The patient also stated that it was supposed to last for 5 years; there was an allegation regarding the battery's longevity. The patient was redirected to the health care provider (hcp) for a possible replacement. The patient followed-up by reporting that she was going to have the implantable neurostimulator (ins) battery replaced; no date was provided. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.